Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room and was experiencing low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 87 mg/dl and blood glucose value when admitted to hospital was 24 mg/dl or 28 mg/dl and other blood glucose value was 52 mg/dl. Customer was treated with food and at hospital gave her some glucagon and injected a dextrose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode or smart guard was automatically delivering insulin at the time of low blood glucose event. Customer believed insulin pump was over delivering. Customer stated self test was passed. The insulin pump and reservoir will be returned for analysis.